Event description:
Customer reported getting woken up at night due to false readings. Customer stated that the sensor was reading 40 mg/dl while his blood glucose readings were really 101 mg/dl. It was noted that the difference between the two values was nearly sixty percent. Customer also reported redness near the needle mark. Customer's blood glucose reading at the time of the call was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.